Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricular lead was revised a few days after implant due to sensing and threshold issues. The lead was repositioned and measurements were normal. No anomalies were noted with the lead. The patient is in stable condition.